Event description:
It was reported that during a starr procedure the device would cut but deployed an incomplete staple line. The surgeon sutured by hand to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.